Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and results. What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2008 and the mesh was implanted on posterior wall. Following the procedure, the patient experienced postmenopausal bleeding and atrophic tissues. There were two tiny areas where mesh was poking through. It was also reported that the fibers were removed and vagifem was given to the patient. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 07/24/2017 additional information was requested and the following was received: the patient demographic info: age, weight, bmi at the time of index procedure - no information what were current symptoms following the index surgical procedure? Onset date? - postmenopausal bleed 9 years later other relevant patient history/concomitant medications - no information product code and lot number? - no information what is physician¿s opinion as to the etiology of or contributing factors to this event? - menopausal status the initial approach for the index surgical procedure? - vaginal any concurrent procedure/device implantation? - no were there any intra-operative complications? - no when was the mesh exposure first noted by a physician? - clinic prior to listing for removal mesh exposure site/location, symptoms and diagnostic confirmation? - bleed , few fibres post vaginal wall describe any medical/surgical intervention for exposure including dates and results. - (B)(6) what is the patient¿s current status? - no information